Event description:
The customer reported to olympus, during a therapeutic procedure (laproscopic hysterectomy), the image with the visera elite ii video system center disappeared intermittently and exhibited error e216. It was noted that the issue occurred 1-2 times during the procedure, however, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. It was noted that a field service engineer (fse) inspected the device, and no issue was found, and no error was displayed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause was likely due to accidental detachment of the connection of the camera. Otv-s300 manual (ra1414) contains the following information, which may prevent indication phenomenon: [5.3 connection of an endoscope]. Make sure that the video connector and its electrical contacts are completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. Olympus will continue to monitor field performance for this device.